Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray switch. The system operates as intended.

Event description:
The customer reported the system displayed an x-ray security error. No pt injury was reported.